Event description:
In 2008, baxter became aware of a home pt who reported problems with his cassette when air bubbles were noted in the line and there was a sputtering sound after priming for two mins. Reportedly, this is the third cassette in 5 weeks that was rejected entirely by the cycler. There was fluid spitting out from the connection between the pt's transfer set and cassette line. The pt had a system error 2240 alarm on the previous month and developed peritonitis, which was diagnosed on twenty days later, when the pt's effluent was cloudy and gram stain showed enterococci. The pt was treated with vancomycin for three weeks, but retreated again on eighteen days after the original date for another three weeks since his effluent remained cloudy and gram stain showed enterococci with a leucocyte count of 3700 cells/mm3. The cassette was not provided.

Manufacturer narrative:
The sample is not available for evaluation.